Manufacturer narrative:
Other relevant device(s) are: micra, <(><<)> model #: mc1vr01us-delsys / expiration date: 28 oct 2021 / serial#: (B)(4), UDI #: (B)(4), d10: <(><<)>no> dev rtn to MFR? <(><<)>no> <(><<)>mfg date: 13 july 2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively that the patient experienced a drop in blood pressure and perforation. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.